Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted, however device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed for critical pump after customer went for swimming. Customer¿s blood glucose was 18.4 mmol/l. Customer stated that they have tried to remove battery but insulin pump was still alarming. Customer reported that they received the open book image on the pump screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.